Event description:
It was reported, "the PICC line was found blocked with blood reflux by caregivers, despite compliance with procedures. Occurred during use." No other information was provided. Additional information 03/06/2024: it was reported that the incident did not create any complications for the patient.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the PICC line was found blocked with blood reflux by caregivers, despite compliance with procedures. Occurred during use." No other information was provided. Additional information 03/06/2024: it was reported that the incident did not create any complications for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a blood occlusion causing leakage of the solo valve is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed some blood use residues throughout the returned catheter. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion and aspirated freely with no observed resistance or occlusion. A functional test of infusing the catheter with water and suspending the catheter upside down to observe the solo valve revealed the solo valve did not leak. A microscopic observation revealed nothing remarkable along the catheter or the solo valve. Because the catheter was not occluded and did not leak from the solo valve during functional testing, the complaint is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.